Event description:
It was reported that this lead broke at surgery? Malfunctioned or potentially malfunctioned. It could be that this lead was broken. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).